Event description:
It was reported that the t:slim x2 pump battery would not charge. The specific value of the customer's blood glucose level was not reported, but there was no adverse impact to the customer's blood glucose level. The customer resolved the issue by ensuring the wall adapter was plugged into a working outlet for at least 30 minutes using the original charging supplies, which allowed the pump to begin charging again. No further assistance was required.